Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2018-01944. The patient is implanted with 2 extensions and the manufacturer is unable to determine which lead is liable. It was reported the patient was undergoing a procedure to explant the leads and the extension however during the procedure the extension housing the two occipital leads was cut accidentally. The physician replaced the extension and connected the occipital leads into the ipg. Postoperatively the patient was receiving effective stimulation. Further surgical intervention may be pending to implant supraorbital leads.